Event description:
The user received a questionable troponin t stat generation 4 (tnt) result for one patient sample. The initial result for the first sample from the patient was 0.128 ng/ml with a data flag and was reported outside the laboratory. Six hours later, a second sample was drawn from the same patient. The result for this sample was 0.030 ng/ml. This result was not reported out. The user then retested the first sample from the patient and the result was 0.030 ng/ml. This result was considered the correct result and reported out. The patient was not adversely affected. The tnt reagent lot number was 16696602 with an expiration date of 01/31/2013. The field service representative could not determine a cause. He did find the sr probe needed slight alignment at the sample rack. He verified the voltages for the s/r probe and fine-tuned the alignments of the s/r probe to the sample rack. He verified the static brush was not damaged. He verified the precision, carryover and accuracy by running performance testing. He verified passing results per specification for the performance testing and the user verified calibrations and controls per the laboratory's qc program.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.